Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0308 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by clinician ¿on my needle stick, it was a triple lumen kit lot number reer0308. The needle that did not safety properly was the 23 gauge we use to introduce the wire through. I pulled the safety off of the needle but apparently it did not engage fully and the tip stuck me.¿